Manufacturer narrative:
(B)(4).

Event description:
The customer reported a clear fluid leak from the probe wipe of a coulter hmx hematology analyzer with autoloader. The customer indicated that the leak was about a quarter in size and was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. Beckman coulter field service engineer (fse) found diluent coming from the top of tubing of wire marker (wm6) on the blood sampling valve (bsv). The fse cut and reinstalled the tubing which resolved the leak. Repair was verified per established procedures and results met published specifications.